Manufacturer narrative:
Batch review performed on 02 october 2018. Lot 143018: (B)(4) items manufactured and released on 11 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to suspicion of infection about 2 years after primary surgery. Wash out and poly exchange were performed. The pathogen is unknown. The biopsies taken have not shown to grow anything.